Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding an event with no patient involvement. It was reported that the lead was found to be bent out of box before implant. The lead was replaced. The cause of the issue was unknown. No patient symptoms further complications were reported as a result of this event.

Manufacturer narrative:
Analysis identified that the conductor was broken at the proximal end of the lead; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.